Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. The instrument was returned in good physical condition and inside the sterile package. Upon visual inspection of the packaging of the device, a clip was observed outside of the jaw. Also, it was noted that there was no clip loaded on the jaw of the device. The device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. It is possible that the clip found inside of the sterile package was dropped from the jaw of the device. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the clips dropped outside the package before using it.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.